Event description:
Endotracheal tube separated from hub during intubation done at birth for suctioning of meconium. Tube lodged in infant's esophagus. Required admission to special care nursery & ear, nose & throat consult. Ear, nose & throat dr removed tube with forceps under direct observation with laryngoscope. Infant given conscious sedation during the procedure.